Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failed and was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer tested the drawer in the hardware test application and confirmed that it functioned correctly, then shut down the station, reseated all drawer cables, and restarted the station. After the reboot, the customer was able to access the drawer and inventory the medication, and they verified that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.